Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Tbm states the part that brakes the cld and goes against the wheel is missing from this cld assembly.